Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that there was blood on the distal conductor of the lead and it was obstructed. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. The distal lv (low voltage) electrode of the lead was covered in blood.

Event description:
It was reported that positioning difficulty was experienced with the attempted left ventricular (lv) lead. The guidewires would not pass smoothly through the lead. The lead was withdrawn and the tip appeared to be damaged or there appeared to be something stuck in the tip. A different lead was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.